Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 inappropriate atp bursts and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr) in 2 different episodes v-4833 and v-837. No additional adverse patient effects were reported. Following physician to review episodes.